Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed atrial tachycardia / atrial fibrillation episodes triggered by oversensing of r-waves. No patient symptoms or intervention was reported.